Event description:
Instrumentation being used for surgical correction of degenerative adult scoliosis. Procedure went well and the torque wrench referenced was used to tighten the grub screws on the implanted construct when the final position had be achieved. The wrench was used to ensure the screws were secure and will not loosen. In the days following surgery the patient reported significant pain and repeat imaging revealed that at least 2 of the grub screws had become loose and displaced. The construct was though to not be ridgid / stable and revision was undertaken. At revision it was noted that all grub screws were loose (could be tightened with the torque wrence at the appropriate setting). The revision went satisfactorily and the patient recovered well and the pain resolved. Details of injury (to patient, carer or healthcare professional): the patient had pain following the first procedure. He required return to theatre for revision surgery and the recovery was thus delayed. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier). The complication was raised within the spinal department and discussed at departmental meetings. The complication was also raised on a hospital wide basis and reported at the hospital audit meeting. The manufacturer was also informed and checking of the set and device was agreed.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unknown if device will be returned.